Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5148934.

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage on the left side due to lead migration. The patient underwent a revision procedure wherein a lead was added and the ipg was upgraded to plug in all the leads. The patient was doing well postoperatively.